Event description:
Pt reported experiencing elevated blood glucose (> 400 mg/dl), since they began using the device in 2004. They indicated that they believe the device is not delivering the correct amount of insulin. No error messages were generated by the device. Pt switched to back-up device, and blood glucose returned to normal.